Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Per the mw (B)(4) reported through the FDA voluntary event reporting process, the manufacturer was informed that on (B)(6) 2016 a status post exam of the kidney, ureter and bladder (kub) noted a small metallic wire type substance within the bladder near the indwelling stent. Reportedly the original procedure was of the left ureteroscopy with flexible laser lithotripsy and placement of two stents for a large left renal pelvic calculus. The reporter indicated that despite the procedure residual left renal pelvic calculi was present. Cystoscopy under anesthesia with extraction of foreign body and irrigation/extraction of the bladder calculi fragments was performed.

Manufacturer narrative:
A review of the manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One used amplatz extra-stiff support wire guide was returned for investigation. The proximal end is frayed with 1 mm elongation located 1.4 cm from the distal end. The wire guide length is 2.0 cm, which is a small portion of the specification. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.